Event description:
It was reported that pump displayed malfunction code and customer experienced malfunction on pump without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction appeared again, with no device return planned.